Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
The customer initially requested technical assistance for an unspecified event. After extensive follow up, the customer provided additional information clarifying the event was a suspected under infusion on (B)(6) 2026. It was reported that a new syringe hung at 1am and the pca pump was expected to deliver 36ml over the shift. The electronic medical record software epic calculated the correct amount, but the remaining medication left in the syringe was more than expected. The rn documented in comment that 24.1ml was still left in syringe when only 14ml of volume was expected to be left. Patient suffered "severe pain" over the course of the night. A new pca pump was ordered.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: PMA / 510(k)#. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of under infusion could not be confirmed through log analysis and could not be replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. The suspect pca module was found to be infusing within specifications the event and error logs from the corresponding suspect and concomitant devices received for the investigation were downloaded. However, it was observed that no information was found for the reported date of january 26, 2026. It was observed that no information was found for the reported date of 26 jan 2026 in the downloaded logs. A log analysis was performed using the relevant information from the last programmed infusion. A key press was replicated to corroborate the data from the last observed infusion on (B)(6) 2026. A bd 50 ml syringe was selected, drugid 350 (hydromorphone) was selected and confirmed using a key press. The device was programmed in pca-only mode with a dose of 0.4 ml and a concentration of 10 mg/ml. The detected volume was 46.1093 ml. Approximately 25 doses were administered over 5 hours until the syringe was empty. No additional information was found regarding the reported event. The bd alaris system user manual (v12.3.2) states that pca infusion accuracy depends on proper pump height and avoiding movement during infusion, as changes in pressure can cause unintended boluses or rate errors. It also warns that very small bolus volumes, may be highly inaccurate and should be given by IV push when possible. Alaris system maintenance (asm) accuracy testing: the suspect pca module was attached to the returned pcu. A barrel, plunger position and plunger force accuracy tests were performed, test results showed that the devices were working within specification. Syringe module volume detection accuracy: a syringe module volume detection accuracy was performed, a bd 50 ml syringe was measured empty and when loaded with approximately 50 ml of distilled water, the suspect pca was attached to concomitant pcu and each were loaded with one of the weighted bd 50 ml syringes to see if the syringe modules would correctly read the volume with an error of 0.57% within the specifications. Functional testing: the suspect pca module was attached to concomitant pcu received with the incident programming parameters observed in the pca event log. A dchu disposable syringe administration set with a bd 50 ml syringe were loaded into the suspect pca module and primed. A pca only infusion was programmed with a dose of 5 mg and a concentration of 0.2 mg/ml. Initial test results showed that the suspect pca module after 10 dose deliveries observed an actual volume infused of 49.727 ml (-1.53 % error) the specification for this test is +/- 7% error, per srd-9799 of the alaris system v12.4 prd (dir (B)(4)), indicating the device is working within specifications. The external and internal inspection did not find any existing malfunctions. No anomalies were observed with syringe the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an under infusion could not be identified from the log analysis or from laboratory testing. The suspect pca module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
The customer initially requested technical assistance for an unspecified event. After extensive follow up, the customer provided additional information clarifying the event was a suspected under infusion on (B)(6) 2026. It was reported that a new syringe hung at 1am and the pca pump was expected to deliver 36ml over the shift. The electronic medical record software epic calculated the correct amount, but the remaining medication left in the syringe was more than expected. The rn documented in comment that 24.1ml was still left in syringe when only 14ml of volume was expected to be left. Patient suffered "severe pain" over the course of the night. A new pca pump was ordered.